Event description:
It was reported that the pt underwent an l3-s1 plif with posterior rod fixation. It was reported that the pt has a broken rod and is complaining of some pain. No revision surgery has taken place at this time. The surgeon is continuing to monitor the pt.

Manufacturer narrative:
The device has not returned to medtronic for eval. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.